Manufacturer narrative:
RMA-592092/warranty repair. September 25, 2025. Unit serial number-((B)(6)). Sterimate/handpiece lot number-(202503). Handpiece cable lot number-(04250). Repair tech: gpb. Qa: cn. Root cause: ecz main board shorted. Main board was shorted due to malfunction with the main oscillator board. Note: this unit has been cleaned, evaluated, and calibrated to manufactured specs. For proper evaluation and testing please always send in all parts that go along with the unit to be looked at. Items not received for testing and evaluation. No water supply hose: DHR review is not required because the product was returned for evaluation, and the described failure mode is a known hazard.

Manufacturer narrative:
There has been a previous report received where lack of water flow has caused an overheating insert. Since an overheating insert could necessitate medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function, this malfunction would be likely to cause/contribute to a serious injury should it recur. As such, this event meets the criteria for reportability per 21 cfr part 803 the device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Event description:
While using a cavitron select sps g124, they allege that they have no water and the handpiece is getting hot, no injury resulted.